Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the concentric, de novo lesion was located in the mid right coronary artery (rca), which was not tortuous, but was heavily calcified and had a 75% stenosis. After pre-dilation of the lesion with a non abbott balloon catheter, ablation was done with a 2.0 mm burr. Then a promus 3.0 x 28 was deployed in the mid rca. During deployment of a second promus 3.5x18 the stent delivery system (sds) balloon ruptured at 4 atm, during the first inflation. The stent delivery system was removed from the stent without an issue and an additional balloon catheter was used to completely expand and deploy the stent in the lesion. Reportedly, there were no patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes as its own brand labeling of abbott vascular's drug eluting stent in the us.